Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device - location of device: uterus, failure to occlude (close) fallopian tube(s).') And genital haemorrhage ('abnormal bleeding') in a 40-year-old female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one side would not insert at first and took several attempts extremely painful". The patient's medical history included body mass index normal, dysplasia, pap smear abnormal, dysfunctional uterine bleeding, endometriosis and abdominal pain lower. Previously administered products included for contraception: oral birth control pill; for an unreported indication: depo-provera. Concomitant products included ethinylestradiol;norgestimate (mononessa), fluoxetine hydrochloride (prozac), ketorolac tromethamine (toradol), oxymetazoline hydrochloride (claritin allergic), promethazine and propranolol hydrochloride (propanolol boehringer). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced ovarian cyst ("reproductive system disorder condition type of disorder or condition: ovarian cyst") and pelvic pain ("pain"), 22 days after insertion of essure. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rashes"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urticaria ("allergic or hypersensitivity reaction type: hives"). The patient was treated with d&c done. And surgery (tubal ligation, surgery (other) type of surgery: diagnostic hysteroscopy / d&c). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, hypersensitivity, female sexual dysfunction, rash, ovarian cyst, pelvic pain, abdominal pain lower, dyspareunia and urticaria outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: left cornua and right cornau number of proximal coils : 3 on left cornua and 2 on to return right cornua. Discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. Discrepancy noted in date of removal (B)(6) 2012 and (B)(6) 2017. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: new pfs received- new events added: allergic or hypersensitivity reaction type: hives, device insertion difficult were added. Incident : we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device - location of device: uterus, failure to occlude (close) fallopian tube(s).') And genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, dysplasia, pap smear abnormal, dysfunctional uterine bleeding, endometriosis and abdominal pain lower. Previously administered products included for contraception: oral birth control pill; for an unreported indication: depo-provera. Concomitant products included ethinylestradiol;norgestimate (mononessa), fluoxetine hydrochloride (prozac), ketorolac tromethamine (toradol), oxymetazoline hydrochloride (claritin allergic), promethazine and propranolol hydrochloride (propanolol boehringer). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes"), ovarian cyst ("reproductive system disorder condition type of disorder or condition: ovarian cyst"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (tubal ligation, surgery (other) type of surgery: diagnostic hysteroscopy / d&c). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, hypersensitivity, female sexual dysfunction, rash, ovarian cyst, pelvic pain, abdominal pain lower and dyspareunia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: left cornua and right cornau number of proximal coils : 3 on left cornua and 2 on to return right cornua. Discrepancy noted in date of insertion 24-jan-2012 and 27-apr-2012. Discrepancy noted in date of removal 10-aug-2012 and 24-jun-2017. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device - location of device: uterus, failure to occlude (close) fallopian tube(s).') And genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, dysplasia, pap smear abnormal, dysfunctional uterine bleeding, endometriosis and abdominal pain lower. Previously administered products included for contraception: oral birth control pill; for an unreported indication: depo-provera. Concomitant products included ethinylestradiol; norgestimate (mononessa), fluoxetine hydrochloride (prozac), ketorolac tromethamine (toradol), oxymetazoline hydrochloride (claritin allergic), promethazine and propranolol hydrochloride (propanolol boehringer). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes"), ovarian cyst ("reproductive system disorder condition type of disorder or condition: ovarian cyst"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (tubal ligation, surgery (other) type of surgery: diagnostic hysteroscopy / d&c). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, hypersensitivity, female sexual dysfunction, rash, ovarian cyst, pelvic pain, abdominal pain lower and dyspareunia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: left cornua and right cornau number of proximal coils: 3 on left cornua and 2 on to return right cornua. Discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. Discrepancy noted in date of removal (B)(6) 2012 and (B)(6) 2017. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding, allergic or hypersensitivity, apareunia (inability to have sexual intercourse), rashes or skin conditions type: rashes, reproductive system disorder condition type of disorder or condition: ovarian cyst, dysmenorrhea (cramping), pain, abnormal bleeding (vaginal, menorrhagia), lower abdominal pain, lower back pain. Event injury was deleted and device category changed from device other event to incident. Medical history, concomitant drug, lab data, reporter information, aka name were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.